Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 462 mg/dl. The customer stated their blood glucose was around 400 mg/dl for the past several weeks. Customer reported attempting to treat their blood glucose with a 25 unit bolus for the past two hours. It was also found the customer was feeling thirsty and frequently urinating due to their high blood glucose. Troubleshooting was not completed as the customer declined to check for air bubbles or leaks and site/insulin issues. Customer also declined to perform the high pressure test. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.